Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 4. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On 2022-05-04, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and inflammation. No further patient complications were reported.